Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: qty involved is reported as 2; how many needle-suture were involved in this event?...exact qty is unknown. Did the needle piece(s) fall into the patient?...no, but the detail is unknown. Was the needle piece(s) removed from the patient?...n/a. Were x-rays taken? ¿n/a. Was there any additional dissection or damage to the patient¿s body to remove the needle? ¿n/a. If yes, what intervention was performed? ¿n/a.

Event description:
It was reported that the patient underwent an open distal gastrectomy procedure on (B)(6) 2017 and the barbed suture was used to close the wound closure of the fascia. During the procedure, the needle was broken at the sixth ¿ seventh passing of the needle through the tissue. The broken position was not a swage part of the needle but the middle of the needle. The needle did not fall into the patient. Since the fatty layer was thick and the barbed suture was for small incision, it was hard to see the tip of the needle when suturing the tissue. Therefore, excessive force was applied to the needle holder to see the tip of the needle clearly. There were no adverse patient consequences reported.

Manufacturer narrative:
A fracture was observed in the body of the needle. The needle was received in two pieces. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and over-stressing of the needle. There is no evidence of any material flaw that would cause premature failure.